Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-03970. It was reported the pt experienced power surges in addition to his scs ipg not holding a charge. Multiple reprogramming has not resolved the issues. Additional info is unavailable at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.